Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to software estimator error. It was also noted that left ventricular (lv) lead output was varied and high. Vector and outputs were adjusted for the device and the lv lead. The device and lv lead remain in use. No patient complications have been reported as a result of this event.